Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On 11/11/2023, the patient developed redness extending beyond the patch perimeter the patient had burning sensation in the area. Prior to sensor insertion the area was prepped with alcohol. The patient's parent consulted a physician the same day, and the patient was prescribed an unspecified oral antibiotic medication for the reaction. At the time of the report, the patient was doing well after treatment. No additional patient or event information is available.